Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had irritation from the garment from the garment being too tight. It was reported that her skin was broken where an electrode was flipping over and rubbing against the skin. The patient removed the lifevest due to pain from the rash. Follow-up indicated that the irritation was still there and that the patient was planning on consulting her physician. The current medical state of the rash is unknown.